Event description:
Operating room nurse reported the case involved the removal of an anterior cervical plate and screws. The MFR was stryker. The stryker reps took the items with them. Their names are (B)(4). The implants were place by another partitioner at another facility name and date unk by this author.